Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch that while flushing lumen and attempting to draw labs noticed leaking from the catheter. Blood dripping from extension leg where clear extension leg of PICC (peripherally inserted central catheter) meets plastic hub that needleless connector attaches to. Patient with 4fr dual lumen bard small vein powerpicc. Crack was noted where leaking was described. Extension leg cleaned thoroughly with alcohol, wrapped in gauze with antiseptic agent at break site. PICC clamp engaged above break as well as green hemostat over gauze. Consult placed for PICC rewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.